Event description:
It was reported that during testing conducted at the manufacturer, a broken bur was found within the drill attachment. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, an no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer because the device would not function properly. Upon evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown. The device could not be repaired and therefore, was not returned to the user facility.